Event description:
It was reported to philips that system did not bootup completely. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found a malfunction related to reported issue. To resolve the issue, the fse reloaded the software and performed functional tests. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.